Manufacturer narrative:
Approximately 119 cm of the peritoneal catheter was returned. The catheter was patent. However it did not meet the requirements for leak testing due to a tear observed approximately 1 cm from the proximal end. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter was explanted as part of a valve removal procedure.